Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 412mg/dl. Elevated bgs were treated by administering a correction bolus. Recommendation was made that the customer's contact discuss pump settings with a healthcare provider, to determine whether the customer needs more insulin.